Manufacturer narrative:
Other components include: product ID: 8709sc, lot#: n185134009, implanted: (B)(6) 2009, product type: catheter. Product ID: 8703w, lot#: l69912, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient had "wires floating around in their back". The patient reported that an x-ray performed and the "wires" were observed. According to the patient, one wire was attached to the pump and the other was not. The patient also reported that their pump had not been filled since (B)(6) 2014 as the patient's doctor quit on them. No out of box failure was reported and no medical or therapy problem associated with small parts was reported. No symptoms were reported. No further complications were reported.